Event description:
The suture broke free from the anchors and both anchors remained in the patient. A back-up device was used to successfully complete the procedure. There was only minimal delay, and it was reported that there was no patient injury or procedural complications.